Event description:
It was reported, the patient¿s device was at end of service (eos). Device replacement was planned for as soon as possible. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had no stimulation sensation and that their therapy from their implantable neurostimulator (ins) was not working as expected. The patient thinks that their ins ¿isn¿t working¿ and that it had ¿quit working¿ which had been going on for at least 2 months ¿if not longer¿. The patient stated that "actually I didn't even notice it not working then all of sudden one night I thought this is strange, it wasn't doing it's thing". The patient checked to see if the ins was on and it was but there were not feeling any stimulation. Additionally, the patient stated that "I fell and fainted and I did it twice and I hurt my neck and back at the same time when I fell, and so I've been having problems with my back ever since". When asked when the 2 falls took place, the patient stated that "I think it was either february, march or april, well it wouldn't of been april, but I ended up in the hospital both times." Pt doesn't remember the two times that she was in the hospital. It was noted that the patient¿s issues had been on going since the falls. The manufacturer¿s representative spoke to the patient on (B)(6) 2014 where the patient stated to them that the ins battery will no longer turn on. The patient was to follow up to have their ins checked when an appointment is scheduled with their healthcare professional (hcp). There were no further interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Device replacement was scheduled for (B)(6) 2014.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator (ins) battery had normal end of life. There was no telemetry and no output.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 74002, lot# n267651, implanted: (B)(6) 2012, product type: adapter; product ID 3998, lot# lb4703, implanted: (B)(6) 2003, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information received reported the patient cancelled surgery on (B)(6) 2014 and would be rescheduling. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that the patient was receiving pain relief and was doing very well since the implantable neurostimulator (ins) was replaced.

Manufacturer narrative:
(B)(4).